Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Conclusion: no conclusion can be drawn.

Event description:
An endurant bifurcated stent graft system implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that there was a type IV endoleak noted in the flow divider at the level of the top of the gate. The endoleak was described as late blush, seen with good fixed imaging. An internal review of the pre-implant films shows large amounts of calcium with thrombus. No intervention was performed and none is planned as the physician thinks the endoleak will resolve. No clinical sequelae were reported, and the pt is fine.